Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Complaint reported from (B)(4). Reasons for revision surgery as per (B)(4): component loosening; pain. ¿[the patient¿s] histology specimens from his arthroscopic biopsy have shown no evidence of infection thus far. His bone scan shows no evidence of irregularity about the femoral component. His acetabular implant is radiologically loose. At this juncture I have recommended that [the patient] is suitable for a one stage acetabular revision." Products used: regenerex ringloc + ; freedom constrained liner (hospital invoice excerpt attached with details of products used). Pinnacle products revised (B)(6) 2014. Head and liner pinnacle products revised on (B)(6) 2014. (B)(4). Asr products were originally implanted (B)(6) 2009 in (B)(6) and replaced with pinnacle products (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).